Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to perform occlusion and the excessive no delivery test due to motor error alarm. They were also unable to perform unexpected restart test due to motor error alarm loop during bolus delivery. All operating currents are within the specification, no unexpected low battery, off no power or battery out of limit alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 291 mg/dl. She states the customer had a motor error alarm the night before and has reverted to his old pump. She states they treated for the high blood glucose. She states the insulin pump was not exposed to a strong magnetic field. However the motor error alarm continued after a complete set change. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.